Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 08/19/2015 with the following findings: time and date reset to default was duplicated during investigation. Pump was open to investigate, the internal battery component was leaking. Battery compartment cracked below bumper pad.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment and leaking internal battery. This report is made based on the results of an investigation completed on (B)(6) 2015.